Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose readings has been in the 500 range for the past three days. Customer is hospitalized in ICU. The blood glucose reading at the time of the event was 535 mg/dl. Customer experienced dry mouth and nausea. Hospital treating with insulin drip and manual injections. Customer has a bent cannula. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.